Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to unknown reason, it is unknown what parts were explanted from the patient.

Manufacturer narrative:
See h6 and h11 follow-up message from the complainant stated that all three star ankle implant components were removed, but the reason for removal remains unknown. This is the third complaint in the rolling year in which all three components were removed; the two previous removals occurred due to infections. The original implant part and lot numbers were unable to be identified. Thus, DHR review was unable to occur. No information was provided regarding the original surgery and surgical technique, so surgical technique review could not occur. Parts were not returned to houston site, so visual and dimensional inspection could not occur. Simulated use not conducted for either returned device(s) nor with similar parts. The construct has been implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. Rf-str-0001 rev a captures revision surgeries, both intended and unintended, with various causes. Individual line items will not be evaluated in this instance because the reason for surgery is unknown. Risk matrix adequately captures risk at this time. Due to the limited information available, the reason and root cause for implant removal are unknown at this time.